Event description:
It was reported that the insulin pump alarmed button error during normal use. Blood glucose value is 58 mg/dl. Nothing further reported.

Manufacturer narrative:
All buttons functioned properly during testing however, during visual inspection, found corroded keypad traces. No button error alarm occurred during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked at the display window corner, minor scratches on liquid crystal display window, scratches reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.